Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during initial implant on (B)(6) 2025 the driveline perforated the small bowel while tunneling. The patient returned to the operating room for an exploratory laparotomy and a small bowel resection. The patient also underwent a pump exchange on (B)(6) 2025 due to concern of infection from fecal matter in the peritoneal cavity and around the driveline. The new pump was primed, implanted, and turned on at 3000 rpm, but no speed came onto the monitor and the watts were 22-25 with a lot of rotor noise from the chest. The surgeon said they could hear grinding and suspected ingestion. In the attempt to stop the pump, it wouldn't stop, or restart. The new pump (B)(6) was exchanged and a new pump was primed. Inotropes were initiated. Log files were submitted for the third implanted pump (B)(6) which was implanted on (B)(6) 2025 and said to have been operating as expected. The event log file captured alarms associated with the recent implant on (B)(6) 2025. Folling the initial alarms the log file contained low flow estimated as well as sustained low flow hazard events. These flow readings do not appear to be the result of any external equipment malfunction. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was returned for evaluation following a pump exchange due to driveline infection. Evaluation of the returned pump did not reveal any findings that would have contributed to a functional issue. (B)(6) was returned assembled with the pump cable severed approximately 6.0¿ from the pump housing. The modular cable was returned, as well as the distal end of the pump cable, measuring approximately 20" in length. The apical cuff and outflow graft assembly were not returned for evaluation. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. The retrieved lvad (left ventricular assist device) log files from the returned device showed the pump operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and patient handbook, rev. A is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU and patient handbook also contain information on how to clean and care for the driveline. Both documents instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions users to call their hospital contacts if they think the driveline is damaged (or might be damaged). The IFU and the patient handbook provide additional instructions regarding driveline care and inform the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the driveline perforated the small bowel, and patient went to the operating room for an exploratory laparotomy. The patient received a small bowel resection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
As of (B)(6) 2025, the patient was stable and recovering, there was no further information from the center at this time.